Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure the patient's dura was torn. The dura was repaired and the procedure was stopped. The physician noted the patient's dura was very thin. There have been no reports of further complications regarding this event.